Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter is cracked. The patient is burdened with pain and repeated intervention. No other information was provided.

Event description:
It was reported that the PICC catheter is cracked. The patient is burdened with pain and repeated intervention. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. Curved shape memory was observed along much of the catheter length. A partially circumferential split was observed just distal of the 5cm depth marking. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.